Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis removed due to a non-functioning device. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir is expected to be implanted at the time of the removal surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the issue began late 2018 and was originally implanted in 2009. The device was replaced and the new device was functioning normally.